Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional; the cutting of the test media performed as expected. The jaws were mechanically tested and they opened and closed as intended. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a lap gastric sleeve procedure, the surgeon reported that he didn't feel that the ace closed properly as it normally does. He felt that the compression wasn't the same as usual. When transecting the short gastric arteries, he experienced oozing. To manage the bleeding he cauterized with the ace over the problem areas and was able to achieve hemostasis. There were no patient consequences. Additional information: the doctor experienced a decrease effect in hemostasis. There wasn't significant blood loss that the patient required a transfusion, but the doctor did have to spend time to go back and coagulate the bleeders along the greater curve of the stomach. I know he uses minimum on 3 for coagulation. The case wasn't converted to open.